Manufacturer narrative:
Analysis of the returned fiber was not able to confirm the fiber port overheating. Visual analysis was unable to identify any device malfunctions that would result in the fiber port to overheat, and the fiber performed within all testing parameters.

Event description:
It was reported that, during the procedure, the console displayed an error message stating that the fiber port was overheating. A second fiber was attempted without success, resulting in the same error message displayed. The procedure was completed via a transurethral resection of the prostate. No patient complications were reported.

Event description:
It was reported that, during the procedure, the console displayed an error message stating that the fiber port was overheating. A second fiber was attempted without success, resulting in the same error message displayed. The procedure was subsequently completed via a transurethral resection of the prostate. No patient complications were reported. This event is being reported for aborted procedure with a patient under anesthesia.

Event description:
It was reported that during the procedure the console displayed an error message. A second fiber was attempted without success, the procedure was not completed. There were no patient complications. This event is being reported for aborted/cancelled procedure with a patient under anesthesia or sedation is unknown.